Event description:
The facility reports the resident had showered, dried and dressed in their housecoat and slippers. As resident walked around the side for the shower cabinet, resident slipped in a puddle of disinfectant that was on the floor, landing in the puddle and soaking disinfectant into the housecoat. The staff was not aware that the housecoat was soaked in disinfectant and did not rinse the resident. The resident suffered burns to the buttocks and backs of the legs.